Event description:
The customer reported that the system would not boot up and the circuit breaker would trip. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the power distribution intelligent shut-down printed circuit board. The system was tested and found to be working as intended and put back into svc.